Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their alignment is still crooked, they are showing signs of bone loss due to grinding at night and the aligners are not helping. They reported their dentist recommended a night guard. They also reported that they were seen by their dentist who diagnosed them with active periodontal disease that they are being treated for. The patient contradicted for treatment. Letter of recommendation provided to cease treatment due to the patient's active periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.